Event description:
According to the reporter: staples did not form properly. Reinforcement material was not used. Another device was applied resulting in a gastrectomy and additional tissue loss.

Manufacturer narrative:
Tracking number (B)(4).

Manufacturer narrative:
(B)(4).